Manufacturer narrative:
(B)(4). The reporter of the complaint was asked for the product serial number, date of event and implant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. The device was not explanted therefore no analysis or testing has been done. Obstruction, abdominal pain, vomit, obstipation, distended abdomen, and dilation of the small bowel are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew their food throughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the potential of adverse events as follows: "it is implant to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Doctor reported events of abdominal pain, obstipation, vomiting, distended abdomen, small bowel obstruction, and "...dilation of the proximal small bowel, and collapse distally" from journal article: "small bowel obstruction from laparoscopic adjustable gastric banding connecting tube", anz journal of surgery, (2013 may) vol. 83, no. 5, pp. 389-9. Manufacturer of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.